Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between april 20, 2020 to april 21, 2020. H10:the device was received for evaluation. A visual inspection was performed which observed a fixed print defect at the ¿approx. Ml¿ area. A functional testing was performed with tap water which revealed a leak in the lower left front of the bag at the first letter ¿p¿ under the "approx. 200 ml" area. Magnified inspection observed a small hole/tear where the leak and print defect was observed. The reported condition was verified. The cause of the condition was a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.